Manufacturer narrative:
(B)(4). Date of initial report : 03/03/2016. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device was used to seal the left pulmonary vein during a left upper lobectomy for cpam. End tones, indicating a completed seal cycle, were heard. The patient was observed to have a normal anatomy. The surgeon then moved to work on the lung parenchyma. At this time, it was observed that there was low pressure in the chest and no pulmonary hypertension. The surgeon then visualized bleeding from the stump of the left pulmonary vein and the procedure was converted to open and sutures were used to stop the bleeding. This occurred during the first hour of the procedure. The surgeon also continued to use the ligasure device after the conversion to open. The blood loss was 650ml and a transfusion was required. At the time of the report, the patient was reported as being fine but was still in the hospital for a pre-existing condition. The device was discarded by the site.